Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that they had a pod where the needle deployed early before the pod was applied.

Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the needle deploying early. The device ran for 1596 pulses before being deactivated by an alarm. The download data shows timeouts occurring before generating an 0x14 alarm during operation, indicating an occlusion occurred. The device was first rerun with a different pdm. The rerun download data shows no 0x14 alarm generated as the device completed a 5 unit bolus, but timeouts began to occur towards the end of the bolus. Investigation of the fluid path found blood inside the hard cannula, causing the occlusion and making fluid unable to flow through the complete fluid path.